Event description:
Original surgery date was 2004. Pt rec'd a trinca 42mm anterior cervical plate and six variable self tapping screw; four 4.2x16mm and two 4.2x14mm. Spinal segments treated unk. During a post operative exam in 2005, the pt's surgeon discovered two broken screws; (1) 4.2x16mm and (1) 4.2x14mm. The pt also experienced pain. Revision surgery took place in 2007, posteriorly to implant add'l hardware. The devices remain in the pt.

Manufacturer narrative:
The devices remain in the pt and the lot numbers are unk.